Event description:
After waking up in the morning, the user's device suddenly stopped working. The user's current hearing threshold was no longer suitable for a middle ear implant so he has been re-implanted with a cochlea implant.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. Additionally, the recipient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After waking up in the morning, the user's device suddenly stopped working.